Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the development of iol opacification had been observed post corneal surgery. For further information, please refer to rayner's MDR 9611165-2014-00085.